Event description:
Caller reported experiencing a cgm error related to their device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on performing a pump reset, assisting the caller in successfully starting their sensor session.